Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 180 mg/dl. Reportedly, customer cleared the alarm and resumed pump therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.